Event description:
It was reported the patient had issues with one of their pns leads. Even during intra-operative testing before the system was implanted in 2012 the patient was unable to feel stimulation at 10 volts. Impedance testing and reprogramming were both performed without success. The patient still wanted the device implanted. On (B)(6) 2015 the entire system was explanted. The patient noted to be doing well and recovered without sequela.

Manufacturer narrative:
Analysis of the lead (lot # v882270) found no anomaly. Analysis of the lead (lot # va00l3s) found no significant anomaly. The lead body was cut through and the product was segmented. Analysis of the lead (lot # va00l3s) found no significant anomaly. The lead body was cut through and the product was segmented. Analysis of the lead (lot # v653974) found no significant anomaly. The lead body was cut through and the product was segmented.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va00l3s, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: 3888-33, lot# v882270, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# v653974, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.